Event description:
This system was being explanted due to erosion. Patient had complete heart block and a very slow heart rate. The pacemaker was explanted and connected via temp lead. It was pacing through the procedure up until the patient passed. The original pocket was closed by the physician a couple minutes prior to time of death. The ra lead was extracted but physician was unsuccessful in extracting rv lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.